Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pulmonary fibrosis. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 21, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pulmonary fibrosis that are related CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal investigation, the manufacturer observed that there is a dust-like contamination on the front panel, top enclosure and rear panel. An unknown mark of contamination on the backside of the ui panel. A very small amount of dust-like contaminate is observed on the rear panel, base of the bottom enclosure. A hair-like fiber is also observed on the bottom enclosure. A whitish dust-like contamination is also observed on the blower. The manufacturer was able to confirm the presence for degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a evidence of sound abatement foam degradation and unable to address the patient's symptoms.